Event description:
It was reported that pump issued cartridge change error that did not resolve even after customer tried loading multiple new cartridges with correct technique. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to discard damaged cartridge, inspect and clean pneumatic tap area, and attempt reload, and when error persisted customer was informed pump was within warranty and would be replaced, advised to use multiple daily injections as backup therapy, and given instructions for storage mode and returning problematic pump to tandem using prepaid materials.